Event description:
Patient had discomfort over implantable neurostimulator (ins). Patient had x-ray for implant check and it was within normal limits. Patient had relief from symptoms. Doctor revised the pocket. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, patient reported that their implant was on the left side but they had to move it to the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.